Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/18/2020. H.6. Investigation: customer returned one (1) 0.3ml bd insulin syringe from lot 0125308. Consumer reported that the needle hub separated and stayed inside of the shield. The returned syringe was examined, and it was observed that the needle hub/shield assembly was separated from the barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch# 0125308. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200893682] noted for out of spec shield pull. Root cause: root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced hub separation. The following information was provided by the initial reporter: consumer reported that the needle hub separated and stayed inside of the shield. Needle shield was not difficult to remove. Lot #: 0125308; catalog #: 328438; date of event: (B)(6) 2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced hub separation. The following information was provided by the initial reporter: consumer reported that the needle hub separated and stayed inside of the shield. Needle shield was not difficult to remove. Lot #: 0125308, catalog #: 328438, date of event: 10-26-20.